Event description:
The sensor could no longer be read. In addition to the previously reported dampening, it was also noted that the sensor had migrated to the right pulmonary artery. The patient was still able to take readings prior to (B)(6) 2021, but was unable to do so later.

Manufacturer narrative:
Additional information: b3, b5, h2, h6.

Manufacturer narrative:
The reported event was confirmed by reviewing available log files. The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor.